Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-april-2024, patient reported that infusion set fell off during use. Patient faced this adhesive issue with 1 infusion set. Infusion set was in use for 2 hours. Patient blood glucose level was 120mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.